Event description:
The unit and accessory stylet were returned for analysis stating product damage was detected at the lead tip just prior to clinical use. The user indicated that the distal tip of the lead was fractured and that the distance (or spacing) between the electrode contacts did not appear to be of uniform length. The physician provided that the unit was to be implanted in 2007. Device inspection after opening the shipping package detected the damaged tip and the unit was not implanted. The representative stated the device would be returned unused because the product tip was not straight and spaces between contacts vary in size. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results reveal the distal tip of the dbs lead is bent as received, but is not "fractured" as reported by the user. Product inspection shows the distal tip of the device is bent at the distal #0 electrode. Comparison of the tip of the accessory stylet product shows no corresponding bend was found at the tip of the returned stylet. The lead outer insulation material is intact and the proximal connector is both intact and undamaged. Dimensional analysis was performed to measure the spacings between the four electrodes at the tip. Findings reveal one measurement was out of specification between the 0-3 electrodes. Summary of investigation shows the device was out of specification in a manner that relates to the reported product problem. Device evaluation confirms the reason for return; external damage was detected at the distal tip of the lead, as received.